Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient scratched off the sensor and the sensor wire broke. A portion of the wire remained in the patient's skin and a portion was on the bottom of the sensor pod. Patient's mother removed the portion of the wire from the skin. Sensor was inserted at the abdomen on 11/19/2015. No additional event or patient information is available.